Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/21/2023, it was reported by an arthrex employee via sems that an ar-7300ds dissector when activating the blade choked, did not rotate, and soon after overheated. There was no patient involvement.

Event description:
Additional information was provided on 08/10/2023 where the arthrex employee stated this event occurred at the beginning of a procedure. Nobody was burned during this event. The device was visibly overheated, showing an orange color and smoke, another shaver blade was opened to complete the surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7300ds batch number 15040447 was received for investigation. Functional testing was not performed because of the damage to the device. The inner tube cannot be taken apart from the outer tube. Visual inspection found a burn at the distal end of the device at the tip. Both inner and outer shafts tips were burned. Cracks were observed on the cutting edge of the outside tube. The most likely cause(s) of reported failure is using error. According to dfu-0215 at revision 1. E. Warnings. 5. Failure to use this device in accordance with the directions for use below may result in device failure, render the device unsuitable for its intended use, or compromise the procedure. F. Precautions. 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.

Manufacturer narrative:
Additional information b5, g3, h3, h6. Additional information was provided on 11/21/2024 where the arthrex employee stated that this event occurred during a hand arthroscopy procedure.

Event description:
Additional information was provided on 11/21/2024 where the arthrex employee stated that this event occurred during a hand arthroscopy procedure.